Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Final analysis found that there was no battery performance alert and battery depletion to be normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Battery performance alert (bpa) was received. The patient's ICD was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.